Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 600mg/dl. The customer was experiencing high glucose for the past three months. Troubleshooting was performed. The mother stated that when they went to the hospital she noticed insulin was leaking out of the connection between the reservoir and the infusion set. The customer's most recent glucose reading was 76mg/dl, and he has treated with the insulin pump. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer changes the infusion set every three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.